Event description:
Dear FDA regulatory affairs team, I am writing to express my concern about a potentially unsafe oxygen concentrator that I purchased from amazon. The product's link is: https://www.amazon.com/dp/b0cr8yzvpm. While I initially found the device useful, within a month of use, it began emitting significant noise, raising my suspicion that there might be issues with the internal compressor or other components. I promptly contacted the seller to inquire about the product's certification and testing reports. Unfortunately, the seller refused to provide such documentation and instead offered to replace the device. This reluctance to provide critical safety information has raised my concern that the oxygen concentrator may be sold illegally, posing a potential threat to my health and safety. As a consumer, I believe it is crucial to have access to verified information regarding the safety and compliance of the products I purchase. In this case, the lack of transparency from the seller has left me with no choice but to seek the intervention of the food and drug administration (FDA). I am writing to request your assistance in ensuring that the oxygen concentrator in question is thoroughly investigated. I believe that it is imperative for the FDA to strengthen its oversight of amazon and other online retailers to protect consumers from potentially hazardous products. I urge you to take immediate action by requiring the seller or amazon to remove this product from sale unless they can provide us, the buyers, with legitimate and compliant testing reports. I also request that you investigate the matter thoroughly and take appropriate measures to prevent similar unsafe products from reaching the market. Thank you for your attention to this matter. I am confident that your intervention will help safeguard the health and safety of consumers.